Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the cable due to external stress. There is possibility that the external stress was caused by user handling. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that no endoscopic image was displayed during preparation for use. Olympus inspected the device at the service department of olympus (B)(4) and found that no endoscopic image was displayed due to the defect of the cable of the device. There was no report of patient injury associated with this event.